Manufacturer narrative:
The lot number and expiration date of the calcium reagent was requested, but not provided. The field service engineer found damaged tubing in the cuvette rinse station. A nozzle spring was also found to be worn. A valve, nozzle, and gear pump head were replaced. The tubing was corrected. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.7 mmol/l and it repeated as 2.43 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 2.41 mmol/l.